Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01-aug-2019 the following findings: during investigation, there were no errors, alarms or warnings related to pi observed. There was no evidence of short battery life in pump histories. No data from time of reported short battery life due to continued use. The pump electrical current draws were tested and were within specifications. Unrelated, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a power/battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.